Manufacturer narrative:
A product investigation is in progress.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Fever [pyrexia]. Low blood pressure [hypotension]. Body weakness [asthenia]. A spouse reported spontaneously via phone call on 08-dec-2020 that his/her wife, a (B)(6) year old female, used tampax tampons pearl regular-normal non deodorant 96ct for three days, beginning in (B)(6) 2020 and ending on (B)(6) 2020 (during her menstrual cycle). The consumer used 2-3 tampons per day. She experienced the following symptoms beginning (B)(6) 2020: fever, low blood pressure, and her body was weak. She was taken to the emergency department where she stayed for 6 hours. She was then admitted to the intensive care unit and diagnosed with toxic shock syndrome. She was later transferred to a general care unit and discharged on (B)(6) 2020. Treatment: intravenous antibiotics. She remained under the care of an infectious disease doctor. The consumer was out of work for one week. Previously used exact same version of the product: yes. Concomitant products: none reported. Medical history: period (menstrual cycle, ending (B)(6) 2020). Drug allergies: penicillin, aspirin. Her symptoms were recovered. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
23-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Fever [pyrexia]. Low blood pressure [hypotension]. Body weakness [asthenia]. Case description: a spouse reported spontaneously via phone call on 08-dec-2020 that his/her wife, a 43 year old female, used tampax tampons pearl regular-normal non deodorant 96ct for three days, beginning in (B)(6) 2020 and ending on (B)(6) 2020 (during her menstrual cycle). The consumer used 2-3 tampons per day. She experienced the following symptoms beginning (B)(6) 2020: fever, low blood pressure, and her body was weak. She was taken to the emergency department where she stayed for 6 hours. She was then admitted to the intensive care unit and diagnosed with toxic shock syndrome. She was later transferred to a general care unit and discharged on (B)(6) 2020. Treatment: intravenous antibiotics. She remained under the care of an infectious disease doctor. The consumer was out of work for one week. Previously used exact same version of the product: yes. Concomitant products: none reported. Medical history: period (menstrual cycle, ending (B)(6) 2020). Drug allergies: penicillin, aspirin. Her symptoms were recovered. The case outcome was recovered. No further information was provided. 07-jan-2021 product investigation results: no manufacturing cause identified based on investigation. 27-jan-2021 post-lot code investigation, returned product was received and an investigation is in progress. 23-feb-2021 product investigation results: initial lot code investigation results on 07-jan-2021 showed no failure identified. The returned product was also visibly inspected, and no defects were found as the product was made as intended.

Event description:
Toxic shock syndrome [toxic shock syndrome] fever [pyrexia] low blood pressure [hypotension] body weakness [asthenia] a spouse reported spontaneously via phone call on (B)(6) 2020 that his/her wife, a 43 year old female, used tampax tampons pearl regular-normal non deodorant 96ct for three days, beginning in (B)(6) 2020 and ending on (B)(6) 2020 (during her menstrual cycle). The consumer used 2-3 tampons per day. She experienced the following symptoms beginning (B)(6) 2020: fever, low blood pressure, and her body was weak. She was taken to the emergency department where she stayed for 6 hours. She was then admitted to the intensive care unit and diagnosed with toxic shock syndrome. She was later transferred to a general care unit and discharged on (B)(6) 2020. Treatment: intravenous antibiotics. She remained under the care of an infectious disease doctor. The consumer was out of work for one week. Previously used exact same version of the product: yes. Concomitant products: none reported. Medical history: period (menstrual cycle, ending (B)(6) 2020). Drug allergies: penicillin, aspirin. Her symptoms were recovered. The case outcome was recovered. No further information was provided. (B)(6) 2021 product investigation results: no manufacturing cause identified based on investigation.

Manufacturer narrative:
07-jan-2021 product investigation results: no failure could be identified as a result of the investigation.